Event description:
Reporter is consumer who states that he had had 75 facial reconstructive surgeries, since his discharge from the air force, following vietnam era. A maxillofacial surgeon attempted corrective surgery with both of these devices with no change detected. He has contacted the MFR of both devices.they've re-routed him to the surgeons. Reporter states that he is a single parent with 2 sons on disability. Because of his facial and irregularities he was concerned about infection, therefore, he chose to have laser/radiowave therapy with elos and sculttra for treatment by injection. When there was no improvement with either treatment, he decided to file this report; that the facial reconstruction treatments don't work. He has called FDA prior to this, but he's unsure if any report was taken. Therefore, he's submitting this report.